Event description:
The user facility reported that at the conclusion of a patient procedure, the light fell from the swing arm of the light assembly. An employee caught the light, however it did come into contact with the patient near the shoulder area. No injuries to the patient or procedural delays were reported.

Manufacturer narrative:
A steris service technician inspected the light subject of the reported event and found it had been removed from service and the spring arm was detached as reported. The lights subject of the reported event are not under steris service contract and are serviced and maintained by in-house biomedical personnel. The lights are approximately 3 years old. Steris replaced the spring arm and light yoke returning the unit to service; no issues noted. Steris received a copy of a report from the user facility indicating that part of the facility's normal cleaning practices between cases requires the loosening of the set screws at the junction between the yoke of the lighthead and the spring arm in order to clean that area. This practice is not included in the steris maintenance manual and is implemented by the user facility. The steris equipment operator manual states pp (4-3): the following areas of the system must be cleaned and disinfected before each use: suspension arm: wipe the entire suspension arm, including the suspension fork and yoke. Lighthead: wipe both top and side surfaces. Sterile handle support: wipe all areas of the support, including those covered when the handle is installed. Lens- important: clean only the exterior surface of the lens. Wall control: wipe panel with an antistatic cleaner and soft cloth. Information provided by the facility indicates that they did not properly tighten the set screw to secure the sleeve which resulted in the sleeve shifting and the wedge moving causing the light to detach. Steris has offered in-service, however the user facility has not responded.